Manufacturer narrative:
E1 - Initial Reporter Establishment Name: (b)(6) The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported lamp malfunction during an inspection for use involving an Olympus xenon light source. There was no patient injury reported.